Manufacturer narrative:
Evaluation results: a work order search was performed for the lens serial for similar complaints within the search, and there were no similar complaints. Conclusions: at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a pt is to measure white-to-white and anterior chamber depth and, through correlative algorithm predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the FDA clinical trial and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be an inadequate vault. If predicted length is too long, the result may be an excessive vault.

Event description:
The reporter stated that the surgeon implanted a 9.5 diopter visian icl (implantable collamer lens) model micl 12.1 mm in the left eye. The surgeon noticed at patient's 10 month post op visit that the pt had an anterior subcapsular cataract and explanted the micl and performed a cataract extraction and put in an iol. This was due to an inadequate vaulting of the micl due to mismeasurement of the pts' eye and too small of a lens inserted. Further info has been requested but none forth coming. If more info is rec'd a supplemental medwatch report form will be sent. This occurred to this pt's right eye to, see MFR number 2023826-2007-01896 for the other eye. Patient is over the recommended age for icl placement.